Manufacturer narrative:
A temporal association exists between a fluid leak during ccpd treatment with the liberty select cycler/liberty cycler cassette and the patient¿s subsequent (exact date unknown) elevated wbc count warranting antibiotic therapy (unknown drug, dose, route, frequency and duration). Due to a possible breach in sterility of the pd circuit with a fluid leak, the select liberty cycler/ cycler cassette cannot be excluded as a possible causal/ contributory factor in the patient¿s elevated wbc (indicating a likely infection). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient stated that when she was at the end of treatment (step 9) and opened the cassette door there was fluid leaking from within the liberty select cassette door. The patient was advised to discontinue use of the cycler and to follow up with the peritoneal dialysis nurse. Follow up with the patient¿s peritoneal dialysis nurse indicates that the cycler did alarm with an air detected in the cassette. The patient was cultured (unknown culture) and reported an elevated white blood cell (wbc) count. The patient reportedly was treated with antibiotics (unknown drug, dose, route, frequency and duration). The liberty select was replaced.

Manufacturer narrative:
The alleged event is not confirmed. The reported symptom (fluid leaking) was not confirmed. The reported symptom (air detected in cassette warning) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check passed. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."